Event description:
It was reported that during a hepatectomy procedure, while the tumor cells had been extended to the colon, they used the device to remove the lower descending colon. They tried to close the jaw by turning the closing knob, and he found the knob was closing very tight. When they closed the jaw to the end, they found that they can release the safety trigger before it gets to the firing "green" range. He was scared to use this device, so he released the knob and opened the jaw. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the tlh30 device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The device was disassembled to verify the integrity of the internal components and no abnormalities were found. The adjusting knob functioned as intended and without any difficulties noted. The manufacturing records were reviewed and no anomalies were found.